Event description:
Paramedics connected the device to the pt and diagnosed the pt to be asystolic. The device defibrillator was charged in a last ditch effort at pt resuscitation. Reportedly, the device did not transfer defibrillator energy to the pt when the paddles discharge buttons were passed.